Manufacturer narrative:
There was no device available for analysis and there was no report of device performance allegation during treatment; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated n the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, over the last two years, the patient with this artificial urinary sphincter (aus) has noticed an increase in urinary incontinence. A revision surgery was performed and urethral atrophy was diagnosed. The cuff was replaced with a smaller cuff. There were no further patient complications.